Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, episodes of inappropriate automatic mode switch was noted on the pacemaker due to the far r wave oversensing . Programming changes were made and the patient was being monitored. The patient was stable in condition.

Manufacturer narrative:
Further information was requested but not received.